Event description:
According to the initial information received, a 25mm amplatzer cribriform occluder (aco) was placed in the patient's septum and released, however, a residual leak was noted at the anterior edge of the septum. It was determined that the aco's left atrial disc prolapsed into the right atrium. The 8f amplatzer torqvue delivery system (dtv) was exchanged for a 12f dtv and 25mm gooseneck snare to retrieve the aco. The aco was easily snared and removed. A 30mm aco was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The amplatzer cribriform occluder (aco) was returned to st. Jude medical (sjm) in its original configuration. Following decontamination, the aco was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 8f torqvue loader without any deformities. The device was returned within specifications. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Our investigation was unable to reproduce or confirm the performance described at implant. The aco met manufacturing specifications during analysis at sjm and prior to shipment.